Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that pump alarmed with upstream occlusion displayed on screen. The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 3.3ml/hr. Total reservoir volume: 150ml. Given: 144ml. Air detector was off. Upstream sensor was on. Length of infusion: 46 hours. Lock level: 2. A cstd was used to fill cassette. The pump was not used to prime the extension tubing. The method used to prime was tubing primed. This event occurred at patient's home. No patient harm/adverse event reported.